Event description:
It was reported to philips that the system had insufficient storage space. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, a neurovascular procedure was undergoing when the issue occurred, and the procedure completed by restarting the system at the time of event. The philips field service engineer (fse) visited onsite and confirmed that system had insufficient storage space. Upon troubleshooting, fse found that image store disk in ippc was corrupted. To resolve the issue, fse recreated image store disk in the ippc. After, image store disk in ippc, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. According to the instructions for use (IFU), users have the ability to export entire studies or specific series and images from a study to a network location, dicom archive, or storage devices like usb flash drives or cd/dvds. The risk of death or serious injury due to a repeat of this situation is not unlikely. That the issue is resolved by after restarting the same system. The device has no issue, after restart the procedure is completed. This event would not be reportable. The codes were updated based on the investigation outcome.